Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's device has moved. The surgeon is planning to surgically move the internal package. It seems that the patient's implant has gradually moved over the years and now sits right behind where her speech processor sits on her ear so it is difficulty for her to keep her speech processor on her ear now. The device is still functioning properly and there is no reported trauma causing this problem. It is highly likely that the implanting surgeon did not suture the device down when it was implanted. It appears that he creates a periosteal pocket for the device to sit in.